Event description:
It was reported that upon installation of a new safety disk, the cardiosave intra-aortic balloon pump's (iabp) fourth patient interface module test failed, making the new safety disk an out of box failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10. The customer replaced the safety disk, which passed the leak test. The unit passed all tests. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: safety disk this part was received with a reported unit failure message of failed membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane leak tests failed. Safety disk passed testing with result of membrane diff. Pres. 4mmhg; the factory specification is +-6 mmhg. Retaining safety disk in the fat dept. As per procedure. H3 other text : customer has on site repair.